Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 3/27/2023, it was reported by a sales representative via sems that an ar-3680 would not deploy, even after multiple attempts. A new one was used to complete the case. This was discovered during a procedure on (B)(6) 2023. Additional information received on 3/28/2023: this was discovered during a proximal biceps tendon repair procedure. Nothing broke off inside the patient.